Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a transmitter failed error. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/02/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.